Event description:
Device malfunction: difficult to remove, failure to retract. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a left common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. A dilator was inserted into the access ports, unlocking the thumb advancer enabling it to be retracted proximally. The safety release slider was activated. The vessel locator wings were in the open position. Counter-traction with an assertive pull was applied, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings remained deployed. There were no pt adverse effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.